Event description:
It was reported when using the bd nexiva¿ closed IV catheter system the label or package was illegible. This event occurred 4 times. The following information was provided by the initial reporter. The customer stated: "the print on the package (label) was light and illegible."

Manufacturer narrative:
Investigation summary: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received two photographs and four unopened units with a dispenser box label. Upon review of the received units and photographs, they displayed missing or illegible print on the unit label. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to an operator error during the inspection process. A device history record review showed no non-conformances associated with this issue during the production of this batch.